Event description:
On (B)(6) 2013, a peritoneal dialysis (pd) patient contacted technical support (ts) and stated "he has been treated for an infection in the area near the catheter." Due to the current lack of information from the patient and pd nurse, this complaint is currently being investigated. Medical records have been requested but not received.

Manufacturer narrative:
This complaint is currently being investigated. Medical records have been requested but not received. As additional information is received a supplemental report will be submitted.